Event description:
It was reported that this right atrial (ra) lead exhibited high pacing impedance out of range. Mv chop with noise oversensing was present on the ra lead resulting in a signal artifact monitor (sam) episode on the implantable cardioverter defibrillator (ICD). Technical services (ts) suspected ra lead damage. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.